Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, ethnicity, and medical history were not provided. The implantation date was not known / could not be obtained. The explantation date was not known / could not be obtained. The name, phone and email address of the initial reporter are not available / reported. (B)(4). [Conclusion]: the event was reported from the field on (B)(6) 2019, the male patient who has an implanted codman model 3000 50 ml constant flow pump (ap03050m / lot: sw7-3293 / s/n:(B)(4)) was admitted to the hospital with complaint of extreme drowsiness. It was reported that the pump was refilled on (B)(6) 2019, the patient was doing fine after the refill until he took some percocet and had to be given narcan. The narcan did help but the patient has remained very drowsy. It was last reported that the patient remains hospitalized in the intensive care unit (ICU). The physicians do not know if the pump is the cause of the drowsiness and have not attempted to empty the pump to determine if it is properly functioning. Additional information was received on 06 january 2020 indicated that the patient was transferred to another hospital to have the pump explanted and replaced; no other information could be obtained. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (sw7-3293) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The pump was returned for re-processing and re-sterilization in 2007. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Drug overdose is a known potential complication associated with the codman 3000 pump and is listed in the instructions for use (IFU) as such. The codman 3000 is a propellant-driven constant flow pump that is designed to deliver a continuous infusion of drug into the intrathecal space. The pump delivers infusate at a preset flow rate and is ideally suited for the ambulatory patient. The life of the pump is determined by the number of punctures to the silicone septum. The septum is designed to withstand 1500 punctures. The IFU cautions that post-implant patients must be monitored carefully to confirm proper pump performance. The patient must not use a heating pad over the pump site or take long hot baths or saunas. Elevated temperature and decreased ambient pressure will increase the flow rate of the pump and can lead to over-delivery of drug to the patient. The patient must inform their physician if they have an increased body temperature. The root cause of the event cannot be determined based on the minimal information available for review; however, potential root causes include increased body temperature, changes in altitude, and the administration of oral pain medication (percocet). As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported from the field on (B)(6) 2019, the male patient who has an implanted codman model 3000 50 ml constant flow pump (ap03050m / lot: sw7-3293 / s/n:(B)(4)) was admitted to the hospital with complaint of extreme drowsiness. It was reported that the pump was refilled on (B)(6) 2019, the patient was doing fine after the refill until he took some percocet and had to be given narcan. The narcan did help but the patient has remained very drowsy. It was last reported that the patient remains hospitalized in the intensive care unit (ICU). The physicians do not know if the pump is the cause of the drowsiness and have not attempted to empty the pump to determine if it is properly functioning. Additional information was received on 06 january 2020 indicated that the patient was transferred to another hospital to have the pump explanted and replaced; no other information could be obtained.